Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received involving a tego¿ connector that experienced breakage. Reported problem: upon installing the tego on the catheter, the outer membrane became detached and torn during first access. Date product problem occurred: 10/02/2024. The defect was not detected prior to use, there was no blood loss (considered clinically significant), no serious injury or property damage, no medical or surgical intervention was required, the patient returned to baseline, the device was replaced with no further problems. A sample photo was attached showing the outer membrane became detached and a hand holding the separated part. There was patient involvement and no patient harm.

Manufacturer narrative:
Received four used samples were returned for evaluation on 01/14/2025. All 4 of the used samples were observed to have torn seals. Also received sixty-three new samples for evaluations; no visual damages or anomalies were observed on the new samples. The reported complaint of a torn membrane could be confirmed. The received used samples were observed to be torn on arrival. Thirty-five of the returned used samples were tested and no issues were found. The probable cause of the torn membrane is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review was conducted and a discrepancy was identified; damage was detected in housing component. Corrective and preventative actions are in process.